Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Occlusions occurred in the past therefore no troubleshooting could be performed. Reportedly, customer changed all supplies and resumed insulin therapy. Pump was being used for demonstration purposes only.